Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly; the customer could not navigate to the main menu. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the keypad anomaly. The mother did not recall any significant events leading to the keypad issues. Additionally, the mother stated that the pump may be over-delivering insulin since her son has been suffering from low's and when she checks the reservoir there's very little insulin inside. The mother also mentioned that insulin squirts from the tubing during infusion set changes. These issues have occurred for the past three to four weeks. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. However, no products were shipped or returned since the customer now lives in the philippines and his current pump is not approved for export outside of the u.s.